Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information, therefore, the root cause is undetermined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was further reported that the dissection was type c.

Event description:
A customer contacted baxter corporate product surveillance on (B)(6), 2010 to report an event that had occurred on (B)(6), 2010 concerning a transfer set. The customer reported that the transfer set was leaking even though the set was closed. There was no report of patient injury or medical intervention. The sample was discarded. On (B)(6) 2010, the nurse stated she did not have any information regarding the leak in the transfer set. The nurse stated that a family member was performing the therapy. The nurse does not have the lot number. According to the nurse, she instructed the family on how to close the transfer set until they hear a click. No further information is available.